Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The pacemaker was observed to have no telemetry and was forwarded to detailed analysis for further investigation. The pacemaker was then connected to an oscilloscope and no pacing pulses were detected. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion could not be determined.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.